Manufacturer narrative:
Section d10: concomitant products biolox delta femoral head 28mm od, +3.5mm (cat# 170-28-03 / serial# (B)(6)). Integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right tha, the surgeon revised an exactech hip. The surgeon removed the integrip cluster-hole shell, novation crown cup gxl liner and bioloxdelta femoral head. The surgeon was replaced with a competitor's cup/liner and an exactech biolox option femoral head with biolox option adapter. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or photos. The devices are not available for evaluation (legal case).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and dislocation and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.